Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilator was found to have a broken active exhalation control module. The device's active exhalation control module was replaced to address the issue. The device had physical damage consistent with being dropped.